Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel mechanism on mayfield skull clamp (a1059) unlocks very easily when in the locked position. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The lock had rotational and lateral movement and was easy to unlock. Unit required replacement of worn internal parts. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2012).